Event description:
It was reported that the patient developed scarring at the pod¿s insertion site on the left side of their abdomen while wearing the device between 24 and 36 hours. The patient reported the infusion site to have scars that are an inch and a half long. The patient mentioned this is from prior defective pods. The patient was not wearing a pod at the time of report and no treatment was mentioned. Previous blood glucose levels reaching 600 mg/dl related to prior pod issues was stated at the time of the report.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.